Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information provided, after successful imaging during a peripheral venous case of the cephalic vein in the right arm, the device was removed from the patient. It was then observed the tip of the catheter was missing. The physician took images and observed the tip appeared to remain on the guide wire. The physician pulled the wire back and the tip did not follow. The tip briefly swirled around the fistula and then traveled to the base of the right lung. The physician was aware of the placement of the tip and did not anticipate any further travel. No additional intervention was performed to retrieve the separated portion of the device. The procedure was completed and the patient was then sent to a local hospital for CT and observation. Attempts to obtain the results of the CT and the patients condition have been unsuccessful. The physician has decline to provide further details. The scanner, tip, and a portion of the expanded single lumen (totaling approximately 22 mm in length) were missing and were not returned with the device. The returned portion was visually and microscopically inspected. There was a tear extending 298 mm from the guide wire exit port to the distal end of the returned device. The esl and distal shaft were torn and stretched at the separation site. The probable cause of the failure is damage in use as evidenced by the tear extending the length of the distal shaft, and the stretching and tearing observed at the separation site. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the failure occurred. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. The instructions for use (IFU) cautions that the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process.\

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was initially reported the manufacturer's catheter was used for imaging a fistula. Recording was made as the catheter was pushed through the fistula over a wire. As the physician removed the catheter from the sheath he noticed that the tip of the catheter was not attached. There was no resistance noted. He then used fluoroscopy to look for the transducer and it was noted to be swirling in the fistula. Before there was a chance to try and retrieve the transducer it entered systemic circulation and traveled to the base of the patients right lung as seen under fluoroscopy. This event is being reported because of device separation and patient hospitalization.